Event description:
It was reported that several short v-v intervals were found. Noise was observed on the ventricular channel. X-ray examination of the lead found insulation damage. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis of the lead confirmed outer insulation abrasion at 7 cm from the distal end and the sensing conductors were externalized. The outer insulation was also abraded at 10.5- 12.3cm from the distal end with the rv conductors externalized. The header sleeve was found detached from the ring electrode and the pacing coil was extended, indicating that the lead was in an unfavorable position during the implant duration. A short between the pacing coil and ring electrode could cause noise on the ventricular channel.